Event description:
It was reported that the device was used during a total rectal sigmoid resection procedure. The staples dropped out of the device when it was taken out of the package. Another device was used to complete the case. There were no patient consequences.